Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing without duplicating any malfunction to the device. The smart pneumatic module board (spm) was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault - 2001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.